Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother, that customer had high blood glucose. Customer did not receive basal during the night. Customer had 80 ketones. The blood glucose reading was 119mg/dl. Customer was not hospitalized. Customer's mother will call back to troubleshoot. Nothing further reporting.